Event description:
A discordant vancomycin result was obtained on a dimension vista 500 instrument for one patient. The discordant result was not reported to the physician(s). The customer repeated the sample on the same instrument and on an alternate instrument. The result obtained from the alternate system was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). The tsc evaluated the instrument data and determined that there was no indication of reagent delivery, mixing or nonspecific binding issues. The tsc instructed the customer to replace the sample 1 probe and reagent 2 probe and to clean the reagent 1, reagent 2 and sample 1 drains. The cause of the discordant vancomycin result was unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.